Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the clinical files were received. Review of the clinical files from the reported event concluded that the device worked as designed and within the limitations of the technology. Review of the clinical files showed the seventh analysis the ECG was very low voltage having an average amplitude 332 microvolts. Low amplitude waveforms are difficult for the analysis algorithm to detect. Some peaked and some were close to being flat. The se segements determined the no shock advised. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.